Manufacturer narrative:
Concomitant medical products: 419388 lead implanted (B)(6) 2006, 6932-58 lead implanted (B)(6) 2000; af3016c170xh stent graft implanted (B)(6) 2009, ixw1814c75xh stent graft implanted (B)(6) 2009, iw1418c105xh stent graft implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensed during atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.